Manufacturer narrative:
(B)(4). The lot / batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: strictly endoscopic and harmonic scalpel-assisted surgery of nasopharyngeal angiofibromas: eligible for advanced stage tumors. Authors: mu-kuan chen, yao-lung tsai, kua-wai lee & cheng-chuan chang, citation: acta oto-laryngologica. 126; 12: 1321-1325. Doi: 10.1080/00016480600617118. The objectives of the study was to evaluate the safety and efficacy of strictly endoscopic removal of early and advanced stage nasopharyngeal angiofibromas. A total of 8 operations for 7 consecutive patients (all male patients; mean age: 19.7 years) presenting with a nasopharyngeal angiofibroma were performed via minimally invasive endoscopic resection. In the three advanced, previously untreated lesions, the harmonic scalpel (ethicon) was used to debulk the core of the tumor or divide the tumor into two or more pieces that helped to precisely identify the pedicle near the sphenopalatine foramen with no excessive blood loss. Reported complications included massive bleeding of 1800 ml during the endoscopic dissection of the tumor over the cavernous sinus (n-1) which required blood transfusion. Management of nasopharyngeal angiofibroma has always been regarded as a formidable challenge to endoscopists and head and neck surgeons. Although limited by small numbers, this study appeared to suggest that even advanced nasopharyngeal angiofibromas can be excised safely via the endoscopic procedure with satisfactory outcome. The harmonic scalpel is useful in treating advanced tumors. Endoscopic surgery for nasopharyngeal angiofibromas with or without extensive invasion not only causes less facial destruction but also reduces complications.